Event description:
A laser operator reports that at the start of a prk procedure, when the surgeon stepped on the footswitch, the laser did not fire because the wave card could not be read by the card reader. The laser operator had to reboot the laser, which caused a delay of 8 minutes. The surgeon kept the cornea hydrated and they were able to continue and finish the treatment without any other delay. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).